Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the balloon of a portex® blue line ultra® tracheostomy tube was "stuck", and there was emptying. The material was discarded for being contaminated. No injury was reported.